Manufacturer narrative:
Concomitant medical devices: dtpb2q1 crt-d, implanted: (B)(6) 2021, 693558, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.